Event description:
It was reported pen ndl 31ga 5mm 100 bx 1200 la had a cannula that broke off in the patient, requiring intervention. The following information was provided by the initial reporter, translated from spanish: "the needle broke when it was inserted into his skin and she went directly to her private doctor to be able to remove the needle..."

Manufacturer narrative:
Investigation summary: customer returned an image showing a pen needle with no identification. The entire length of the cannula is broken off on the patient end. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the image received, bd was able to confirm the customer¿s indicated failure of the pen needle breaking during use. The root cause of the needle breaking off during use may be sufficiently high amounts of force placed on the needle. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported pen ndl 31ga 5mm 100 bx 1200 la had a cannula that broke off in the patient, requiring intervention. The following information was provided by the initial reporter, translated from spanish: "the needle broke when it was inserted into his skin and she went directly to her private doctor to be able to remove the needle."